Event description:
A surgeon reported that a patient who received op-1 implant in combination with calstrux for a revision of an ert1 amputation (date of surgery unknown) experienced an infection secondary to increased drainage with residual calstrux extruding out of the wound (onset date unknown). The wounds were irrigated, but the wound had not healed at the time of this report. No other information was provided. The casuality was not reported. The events were deemed nonserious.